Event description:
It was reported that this right ventricle (rv) lead was revised due to a high pacing threshold. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricle (rv) lead was revised due to a high pacing threshold. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported. Additional information received indicates that this right ventricular (rv) lead was explanted because the elevated threshold was due to suspected micro-dislodgement. The representative stated that the physician tried repositioning the lead, but the helix was not responding. A new lead of the same model was successfully implanted with acceptable measurements. The rv lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout some tests were within normal limits but the pressure test failed which indicated that the lumen/outer insulation is damaged/breached due to cuts. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricle (rv) lead was revised due to a high pacing threshold. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported. Additional information received indicates that this right ventricular (rv) lead was explanted because the elevated threshold was due to suspected micro-dislodgement. The representative stated that the physician tried repositioning the lead, but the helix was not responding. A new lead of the same model was successfully implanted with acceptable measurements. The rv lead was returned. No adverse patient effects were reported.